Manufacturer narrative:
A2: age at time of event: 74 years old. E1: initial reporter city: (B)(6). Device analysis by MFR: the returned device was fractured approximately at 328 cm from the proximal end. The detached section was not returned. The body of the wire was kinked in different locations. No further damage was found in the returned device. The outer diameter of the middle and proximal sections of the device were within specification.

Event description:
It was reported that the wire tip detached. A 330cm rotawire and 1.25mm rotapro were selected for an atherectomy procedure on the 2.ommx30mm diffuse lesion. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified obtuse marginal branch and left circumflex artery. Treatment was performed at the obtuse marginal branch with first priority. A guidewire for treatment was inserted into the obtuse marginal branch in combination with microcatheter, and then it was exchanged with rotawire using the microcatheter. Rotational set-up was completed outside the body at 160,000rpm. A non-bsc guiding catheter was selected for use in conjunction with the rotapro and the rotapro was advanced into the coronary artery. It was noted that during imaging, the non-bsc catheter was unable to cross at the 99% stenosed calcified lesion in the obtuse marginal branch. Rotablation was initiated and the burr was slowly pressed on the lesion and the procedure was performed with a pecking motion. Four ablation runs were completed with speeds between 156,000-165,000 for 5-25 seconds each. After several ablations were performed, a high-pitched sound was heard twice when the burr became stuck in the lesion. The burr was pulled back to the platform to avoid danger. The procedure was discontinued. When the system was attempted to be removed, resistance was felt, so it was removed together with the non-bsc guiding catheter that was used in combination. Upon removal, it was observed that the burr shaft had detached. The detached burr was found within the non-bsc guiding catheter. It was observed that approximately 3.5mm of the tip of the wire detached and remained inside the patient's body in the middle of the left circumflex. No intervention was performed to attempt to remove this device fragment. The burr did not come into contact with the detached spring tip of the rotawire. The procedure was completed with a different device. There were no further patient complications reported and the patient was in good condition post procedure. The physician thought it was possible that the wire detached when the rotational burr became stuck in the lesion or when the system was removed from the patient. The physician thought it was possible that the burr detached when the burr interacted with the non-bsc guiding catheter when attempting to retract it or that the driveshaft rotated when the burr became stuck in the lesion and the shaft section was twisted off.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the wire tip detached. A 330cm rotawire and 1.25mm rotapro were selected for an atherectomy procedure on the 2.ommx30mm diffuse lesion. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified obtuse marginal branch and left circumflex artery. Treatment was performed at the obtuse marginal branch with first priority. A guidewire for treatment was inserted into the obtuse marginal branch in combination with microcatheter, and then it was exchanged with rotawire using the microcatheter. Rotational set-up was completed outside the body at 160,000rpm. A non-bsc guiding catheter was selected for use in conjunction with the rotapro and the rotapro was advanced into the coronary artery. It was noted that during imaging, the non-bsc catheter was unable to cross at the 99% stenosed calcified lesion in the obtuse marginal branch. Rotablation was initiated and the burr was slowly pressed on the lesion and the procedure was performed with a pecking motion. Four ablation runs were completed with speeds between 156,000-165,000 for 5-25 seconds each. After several ablations were performed, a high-pitched sound was heard twice when the burr became stuck in the lesion. The burr was pulled back to the platform to avoid danger. The procedure was discontinued. When the system was attempted to be removed, resistance was felt, so it was removed together with the non-bsc guiding catheter that was used in combination. Upon removal, it was observed that the burr shaft had detached. The detached burr was found within the non-bsc guiding catheter. It was observed that approximately 3.5mm of the tip of the wire detached and remained inside the patient's body in the middle of the left circumflex. No intervention was performed to attempt to remove this device fragment. The burr did not come into contact with the detached spring tip of the rotawire. The procedure was completed with a different device. There were no further patient complications reported and the patient was in good condition post procedure. The physician thought it was possible that the wire detached when the rotational burr became stuck in the lesion or when the system was removed from the patient. The physician thought it was possible that the burr detached when the burr interacted with the non-bsc guiding catheter when attempting to retract it or that the driveshaft rotated when the burr became stuck in the lesion and the shaft section was twisted off.